Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Revision op notes were revised and identified that the patient was experiencing pain with glenoid component wear and fracture. Abundant metallosis or staining of soft tissue was identified, as well has weak bone quality of the humerus and osteolysis, likely due to polyethylene-induced inflammation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the revision, the patient was also found to have an infection. The surgeon continued to implant new devices, and treated the patient with antibiotics. There has been no additional intervention to date for infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Investigation in progress.

Event description:
It was reported the patient was revised for pain, osteolysis due to the implant wear/debris, metallosis with tissue staining, and limited rom attributed to implant fracture. No further information has been made available at the time of this reporting.